Event description:
It was reported that during a recanalization procedure in superficial femoral artery via left common femoral up and over access, the catheter allegedly removed some of the polytetrafluoroethylene coating on the rotarex wire and this made it very hard to remove the device off the wire and could not put the device back over the wire after they had removed it. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample in pending. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Images or videos were also not received for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery via left common femoral up and over access, the catheter allegedly removed some of the polytetrafluoroethylene coating on the rotarex wire and this made it very hard to remove the device off the wire and could not put the device back over the wire after they had removed it. There was no reported patient injury.